Event description:
The account alleges that the hi/low function has unintentional movement upward, caused by fluid ingress in the nurse control board. No injuries were reported.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 479 mg/dl and 174 mg/dl. She took 10 units of insulin based upon the 174 mg/dl reading. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.